Event description:
It was noted the patient died approximately twelve months post implant of the device system. No further information is currently known. The cause of death has been requested and not received. Based on follow-up received, hospital records indicated the patient went to the emergency department complaining of shortness of breath. The patient's heart rate dropped into the fifty's. The patient was intubated, arrested, and resuscitation efforts were unsuccessful. The cause of death was cardiogenic shock resulting in cardiopulmonary arrest. There is no allegation from a health care professional that the death was device and/or lead related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. Dital conductor stretched and visual analysis performed only. The information submitted reflects all relevant data known at the time of this report. However, the cause of death has been requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. (B)(4): proximal segment of the lead was returned and analyzed. No anomalies were found. Distal conductor stretched and visual analysis was performed. The information submitted reflects all relevant data known at the time of this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. Distal conductor stretched and visual analysis performed only. The information submitted reflects all relevant data known at the time of this report. However, the cause of death has been requested.

Event description:
It was noted the patient died approximately twelve months post implant of the device system. No further information is currently known. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead was returned and analyzed. No anomalies found. Distal conductor stretched and visual analysis performed only. The information submitted reflects all relevant data known at the time of this report. However, the cause of death has been requested.

Event description:
It was noted the patient died approximately twelve months post implant of the device system. No further information is currently known. The cause of death has been requested and not received.

Event description:
.